Event description:
It was reported that the patient was admitted to the hospital with an inferior myocardial infarction based upon electrocardiogram (EKG) results. At the start of the procedure, the patient was given 5000 units of heparin. An additional 5000 units of heparin were administered during the procedure. Angiography noted lesions in the proximal right coronary artery (rca) and in the mid rca. Pre-dilatation was performed in both lesions. A 2.5 x 28 mm rx vision stent was implanted in the mid rca. A 3.0 x 33 mm rx multi link 8 stent was implanted in the proximal rca. Post procedure, the patient was started on aspirin and effient. Approximately 1 hour post procedure, the patient complained of chest pain and was taken to the cath lab. Angiography noted a thrombus in the multi link 8 stent implanted in the proximal rca. The patient received a dose of 3000 units of heparin. A 3.0 x 20 mm nc trek dilatation catheter was then advanced to the stented site and the balloon was inflated to treat the thrombus. Post procedure, the patient was started on an intravenous integrilin drip. The patient remained hospitalized for observation; however, the thrombus and chest pain have resolved. The patient's condition was reported as good. Additional information was received which indicates that the patient has been discharged to home in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of thrombosis and angina are listed in the multi-link 8 instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.